Event description:
Caller reported that the indicated battery charge on their device dropped significantly in a short period, leading to a shutdown. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and informed the caller that the issue was due to a fuel gauge fluctuation, which has been resolved in a software update. They guided the caller on updating the pump software and offered education on preventing the issue until the update could be completed. The caller understood and acknowledged the instructions.